Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency coronary procedure. The procedure was completed as planned after the system was restarted. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system log files found errors indicating a driver error on the l-arm. The driver was determined to be defective. The fse added a gasket and increased the friction on the drive motor. After the gasket was added and the system was recalibrated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.